Manufacturer narrative:
Patient age, date of birth, gender, and weight are unknown. (B)(4), (medical intervention required to remove detached balloon). (B)(4) relates to (B)(4) for the reported event of balloon detachment. (B)(4) relates to (B)(4) for the reported event of catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011 (patient age, date of birth, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated inside the bile duct. During the balloon trawl, the cannula snapped and the balloon was left in the duct. Stent grabbers were used to remove the balloon. It is unknown whether the procedure was completed. There were no patient injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.